Manufacturer narrative:
No product was returned for evaluation as it remains in the pt. Review of the device history records were not possible since the lot number was unavailable. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state the bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) state that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported following a clinically normal heart catheterization a 6f angio-seal vip was deployed. Hemostasis was not achieved and manual compression was applied. Three weeks later, the pt experienced claudication in the right leg. It was reported a doppler scan revealed thrombus in the right femoral artery. The pt is hospitalized and is receiving heparin, dose unknown. Vascular surgeon are caring for the pt and it is uncertain if the pt will receive a thrombectomy or if medical management with anticoagulants will be the only treatment. There are no other apparent medical problems. The pt was taking aspirin prior to the heart craterization.